Event description:
Patient had a failure of colon anastomosis staple line 5 days post surgery. The surgery was for diverticulitis with abscess. It was a laparoscopic hand-assisted sigmoid resection with end-to-end stapled anastomosis. The patient doing well post surery, eating, and sudden had an onset of pain. The patient was returned to operating room (or). Half of the anastomosis line had opened up. It required repair and colostomy. It appeared the sutures "cut through" the tissue linearly. The device consists of an anvil portion in the lumen and the stapler externally. The patient was stable and leak-free confirmed during the initial surgery.